Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer did not mention any issues with the touchscreen after being requested to check the touchscreen connector and remove the display cable carefully.

Event description:
The customer reported touchscreen issues with bellavista 1000. At this time, patient involvement is unknown.